Event description:
It was reported that the insulin pump alarmed button error and that the customer experienced high blood glucose levels. The blood glucose reading was 532 mg/dl, which the customer treated with a bolus. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.